Event description:
Post cath, the physician injected contrast and took an image of the femoral artery. It was determined that the allied health provider would put a mynxgrip 6fr in the artery post cath. They first took a 20cc balloon and pulled back first on the venous sheath and then the arterial sheath (to make sure there were no clots in the sheath). They prepped the mynx by putting approximately 4cc heparinized saline in the syringe that comes in the mynx kit and connecting it to the mynx. They then first pulled back on the syringe to prep the balloon and then injected the saline into the balloon; then did all of this a second time. Then inserted the mynx wire into the arterial sheath, blew up the mynx balloon. They pulled back on the mynx, then opened up the sheath valve and made sure there was blood return, then pulled back on the sheath, when they did this a small part of the "plug" part of the mynx came out of the skin; then tamped down the plug with the white tube of the mynx, but the plug would not go down and more of the plug came out. Pressure was held while deflating the balloon and flushed the dilator of the sheath, got the short j-wire ready and sterile scissors ready. The 6fr sheath was removed from the mynx system, flushed and the plug delivery system removed. Mynx wire still in the artery, 6fr sheath was advanced on the mynx wire; it would not advance through right femoral artery due to resistance. It was removed with 5fr dilator, was flushed and advanced over mynx wire, it would not advance due to resistance. Decision was made to pull mynx wire out and hold manual pressure. Wire would not come out.